Event description:
The pantera leo coronary balloon catheter was inserted to post-dilate a stent in a moderately tortuous part of the proximal cx. When inflated up to 18 bar no contrast was visible in the balloon. It was not possible to post-dilate optimally without visual confirmation. Another nc balloon was used for post-dilatation of the implanted stent.

Event description:
The pantera leo coronary balloon catheter was inserted to post-dilate a stent in a moderately tortuous part of the proximal cx. When inflated up to 18 bar no contrast was visible in the balloon. It was not possible to post-dilate optimally without visual confirmation. Another nc balloon was used for post-dilatation of the implanted stent.

Manufacturer narrative:
The returned product subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The inflation equipment (i.e., inflation device, 3-waystopcock) used in the intervention was not returned. The technical investigation confirmed that the balloon has been inflated, water and/or contrast medium was observed in the balloon and in the inflation lumen and was returned in a partially deflated state. No damages to the device were observed. Functional testing was performed by connecting a reference inflation device and successfully inflating the device with 14 atm (np) and 20 atm (rbp) during which the balloon opened normally. The measured diameter of the inflated balloon at np and rbp is within specification. The reported event could not be reproduced. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.